Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. The patient¿s weight was requested but unable to be obtained. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed too deep resulting in severe paravalvular leak (pvl). Subsequently, a second valve was implanted valve-in-valve and resolved the pvl. No adverse patient effects were reported.